Event description:
The patient was implanted with two scs leads from the same lot number. It was reported the patient experienced auto-reducing when she attempted to increase her scs stimulation. A sjm representative met with the patient and lead diagnostics revealed multiple invalid contracts. The representative reprogrammed the patient's system and was able to eliminate the auto-reducing. However, on (B)(6), 2014 the representative reported the patient consulted with ther neurosurgeon, and the patient will have her percutaneous leads replaced with a surgical lead. Additional information received on (B)(6), 2014 identified the patient underwent surgical intervention to replace her leads on (B)(6), 2014. Additionally, postoperative programming was reportedly successful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.